Event description:
Add'l info rec'd on 07/29/2003: ultralite was not informed of any incident regarding a "machine spark" from facility. A call has been placed to the facility regarding the unit in question. Model number h/f1200d. Facility also stated machine is working fine, was checked out by biomedical employees at the facility and there was no consequence or impact to the pt.

Event description:
Machine sparked following patient treatment. No pt injury.